Manufacturer narrative:
The customer¿s report of an underinfusion was confirmed. Physical inspection noted the device to be in good condition with the instrument seal intact. Analysis of the pca event log shows that a ketamine infusion (requested via telephone on (B)(6) 2016 for 400mg in 50ml over 24 hours) was administered at 8:25pm with an intended dose of 16mg/hr, which equates to an infusion rate of 2.08ml/hr, however the actual infusion rate was set to 0.83ml/hr. It appears that the infusion rate was calculated incorrectly using a syringe volume of 20.0ml and not 50ml, to determine the drug concentration as shown below: incorrect: using syringe volume of 20ml. A 400mg in 50ml over 24 hours = 16.667mg/hr. Concentration = 400mg divided by 20ml = 20mg/ml. A 16.667mg/hr divided by 20mg/ml = 0.83ml/hr. Correct: using syringe volume of 50ml. A 400mg in 50ml over 24 hours = 16.667mg/hr. Concentration = 400mg divided by 50ml = 8mg/ml. A 16.667mg/hr divided by 8mg/ml = 2.08ml/hr. The root cause of the customer¿s report was user programming.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The report suggests that during a pca morphine infusion, a patient received less than the expected therapeutic dose. Information received suggests that the patient needed to have additional bolus and pain management.